Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-jun-2023. The most recent information was received on 15-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), back pain ("back pain"), heavy menstrual bleeding ("haemorrhagic periods"), adenomyosis ("adenomyosis"), myalgia ("muscle pain"), vision blurred ("loss of vision (blurred)"), headache ("headaches"), amnesia ("memory loss"), speech disorder ("speech problem"), hypoaesthesia ("numbness of upper and lower limbs"), alopecia ("hair loss"), tooth disorder ("dental problems"), gait disturbance ("gait disturbance"), exostosis ("appearance of bony lumps"), thyroid cyst ("thyroid cysts"), biliary cyst ("biliary cysts"), mood swings ("mood swings"), gastrointestinal disorder ("stomach and intestinal problems"), sleep disorder ("sleep disorder"), disturbance in attention ("attention deficit"), nausea ("nausea"), vomiting ("vomiting"), partner stress ("family problems linked to my state of health which led to a divorce"), impaired work ability ("unable to work due to all ailments, impossibility to properly take care of my children"), social problem ("no more social life") and general physical health deterioration ("degraded state of health with irreversible consequences") and was found to have lipoma ("appearance of fatty lumps"). The patient was treated with surgery (essure removal). At the time of the report, the general physical health deterioration had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, amnesia, back pain, biliary cyst, disturbance in attention, exostosis, gait disturbance, gastrointestinal disorder, general physical health deterioration, headache, heavy menstrual bleeding, hypoaesthesia, impaired work ability, lipoma, mood swings, myalgia, nausea, partner stress, sleep disorder, social problem, speech disorder, thyroid cyst, tooth disorder, vision blurred and vomiting to be related to essure administration. The reporter commented: current state of the patient: several years of medical wandering, x-rays, magnetic resonance imagings (mris), scans, specialists consulted, hospital and doctor's appointments, blood tests, taking medication, unable to work due to all ailments, family problems linked to my state of health which led to a divorce, impossibility to properly take care of my children, no more social life, degraded state of health with irreversible consequences. Even after the removal, the damage suffered by my body will be part of the rest of my life. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of parity. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), back pain ("back pain"), heavy menstrual bleeding ("haemorrhagic periods"), adenomyosis ("adenomyosis"), myalgia ("muscle pain"), vision blurred ("loss of vision (blurred)"), headache ("headaches"), amnesia ("memory loss"), speech disorder ("speech problem"), hypoaesthesia ("numbness of upper and lower limbs"), alopecia ("hair loss"), tooth disorder ("dental problems"), gait disturbance ("gait disturbance"), exostosis ("appearance of bony lumps"), thyroid cyst ("thyroid cysts"), biliary cyst ("biliary cysts"), mood swings ("mood swings"), gastrointestinal disorder ("stomach and intestinal problems"), sleep disorder ("sleep disorder"), disturbance in attention ("attention deficit"), nausea ("nausea"), vomiting ("vomiting"), partner stress ("family problems linked to my state of health which led to a divorce"), impaired work ability ("unable to work due to all ailments, impossibility to properly take care of my children"), social problem ("no more social life") and general physical health deterioration ("degraded state of health with irreversible consequences") and was found to have lipoma ("appearance of fatty lumps"). The patient was treated with surgery (essure removal). Essure was removed on 15-jun-2022. At the time of the report, the general physical health deterioration had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, amnesia, back pain, biliary cyst, disturbance in attention, exostosis, gait disturbance, gastrointestinal disorder, general physical health deterioration, headache, heavy menstrual bleeding, hypoaesthesia, impaired work ability, lipoma, mood swings, myalgia, nausea, partner stress, sleep disorder, social problem, speech disorder, thyroid cyst, tooth disorder, vision blurred and vomiting to be related to essure administration. The reporter commented: current state of the patient: several years of medical wandering, x-rays, magnetic resonance imagings (mris), scans, specialists consulted, hospital and doctor's appointments, blood tests, taking medication, unable to work due to all ailments, family problems linked to my state of health which led to a divorce, impossibility to properly take care of my children, no more social life, degraded state of health with irreversible consequences. Even after the removal, the damage suffered by my body will be part of the rest of my life. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.